Manufacturer narrative:
No additional info was provided by the facility regarding the wounds or negative pressure settings used. A device evaluation is pending. V.a.c. Labeling states "do not connect wounds with different etiology in which cross contamination may occur. Avoid using a y-connector to connect wounds that would be optimally treated with different pressure setting." V.a.c. Labeling also states "sensat.r.a.c./t.r.a.c. Technology only senses one wound site, the side with the post (male port), even when multiple sites are being treated."

Event description:
It is alleged that a patient experienced a graft failure that was claimed to be due to inadequate removal of fluid. It was reported that a pressure ulcer wound was y-connected to a graft wound. According to the wocn, the patient required placement of a second graft.